Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm synchroseal instrument to perform failure analysis. The instrument was analyzed and found to have tearing. Tears measured from .184¿ in length. There are no signs of thermal damage present at the end of any tears. No material was found to be missing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm synchroseal instrument had a cracked tip. The instrument was not working correctly. Customer used a backup instrument to complete the procedure. There was no reported injury. No fragment(s) fell into the patient's anatomy.